Manufacturer narrative:
Other, other text: correction: a1 and h6 ( patient code). Device evaluation: one cadd legacy 1 pump was returned for analysis. The analyst performed three separate delivery accuracy tests. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of plus or minus 6 percent. It's recommend an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -6.20%. There was no reported adverse event.